Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture found during routine mammogram". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "mass with progressive enhancement kinetics consistent with a fibroadenoma" and intracapsular rupture. This record is for the right side. The device has been explanted and replaced.